Event description:
It was reported that the patient underwent face lift on an unknown date and suture was used for intracuticular closure. Approximately four days post-operatively, the patient experienced several small areas of redness around the suture sites and pain in the eye following lower blepharoplasty. One area had a small pustule. The surgeon cultured the pustule site and the patient was administered clindamycin. The culture result was a (B)(6) type staph. The clindamycin appears to be effective as the pustule has improved. The patient continues to have several small areas of redness with scabbing and weeping. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.